Event description:
It was reported that the patient¿s implantable neurostimulator (ins) worked ¿really well¿ for them but in the last 2 weeks they had to have the device pocket irrigated (¿used a water pick¿) in the operating room (or). The physician involved thought they could save the device and was left in the patient¿s body. The status of the patient was unknown at the time of report. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had symptoms of fever, redness, swelling, and drainage. The primary location of the infection was the device pocket. Cultures of the device pocket were obtained, but the type of organism cultured was unknown. The healthcare professional did not know if perioperative antibiotics were administered. The patient did not have meningitis. The patient was given oral and intravenous antibiotics and the infection resolved.

Manufacturer narrative:
(B)(4)